Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product. Model: sedr01, ipg; implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patients right atrial (ra) lead exhibited high thresholds and rising/high impedance levels. A lead fracture is suspected. The lead was inactivated and a new lead was placed. No patient complications have been reported as a result of this event.